Event description:
On 03/29/2007, the company received a report where it was claimed that the pilot balloon developed a leak during patient use. Replacement of the tube was required. This report is associated to the second occurrence on rp200703-1738/2936999-2007-00151.